Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm programmer locking up. Programmer passed incoming functional tests. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer freezes during interrogation. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.